Event description:
Home patient (hp) reports dry minicaps. Hp noted prior to use. Hp reports sponges were light tan in color and packages were sealed in usual manner. Due to hp's limited supply, hp was adding betadine to minicaps prior to use. Health care professional (hcp) advised hp to discontinue use of reported lot number and provided hp with additional supply. Hp was being treated for peritonitis at time of report. Follow up with hcp indicates hcp does not attribute peritonitis to reported event, due to date of diagnosis being greater than 2 weeks from date of reported events. No pt injury or medical intervention per hcp.